Event description:
Customer reported an issue with touchscreen responsiveness, as the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, but the reset did not resolve the issue. The customer decided to use mdi as a backup therapy to ensure continuous insulin delivery.